Event description:
Caller reported not seeing insulin drops at tubing end during loading. Impact on customer's blood glucose level is unknown as caller declined to provide information. Technical support educated caller on cartridge air removal, but caller was uncooperative. Customer received escalated troubleshooting, resulting in a pump replacement as issue persisted. Customer will use a backup therapy to ensure continued insulin delivery and will return the problematic pump using provided instructions.